Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the prime function was not function properly. Customer's blood glucose value was unknown at the time of the incident. The device will not be return for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement accuracy tests. The stop current and run current measurement tests were within specification. The pump also passed the off no power alarm, a21 error and self tests. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. The unit was programmed with a 2.0 unit fill cannula delivery. Then, the unit delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly was noted. The pump was monitored for four days and no charge/battery anomaly, unexpected low battery alarm or unexpected off no power alarms were noted. The pump uploaded properly using carelink. The unit had a stained end cap sticker and cracked reservoir tube lip. The test p-cap and reservoir did lock in place in the reservoir compartment.